Event description:
Customer reported the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Customer requested system swap, system returned to factory. This MDR is related to ge healthcare complaint.